Manufacturer narrative:
D3 - mfg establishment name, h3 and h6. Codes: updated. One device was received for investigation. The reported issue was confirmed during visual inspection, which verified the reported condition. Additionally, the downstream occlusion sensor was determined to be faulty. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The dso seal and sensor were replaced and the device passed all testing.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a ripped and bubbled downstream occlusion (dso) seal. Software upgrade required as well. There was no patient involvement.